Event description:
It was reported there were coupling and or communication issues. Implantable neurostimulator (ins) over-discharge was suspected. There was no communication with patient programmer and ins recharger. It was noted the ins recharge just quit locating the ins and patient couldn't charge. The last time any stimulation was felt was 1 to 2 months ago. Patient recharger was not capable of using antenna locate feature and there was not another ins recharger available to try. Physician mode recharge (pmr) was attempted. "Warning poor communication" screen was shown. Follow up reported the pmr was performed and the patient had been instructed to recharge and contact representative for power on reset (por) clear. Further follow up reported the por was cleared and the patient was "happy."

Manufacturer narrative:
Product ID 377845, lot # v011197, implanted: (B)(6) 2006, product type lead; product ID 377845, lot # v011197, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).